Event description:
T was reported via repair work order that the bed had no power due to a faulty power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the power cord ground prong was missing.

Event description:
It was reported via repair work order that the bed had no power due to power cord ground prong was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.